Manufacturer narrative:
The reported events of high capture thresholds and under-sensing were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: b5.

Event description:
Related manufacturer reference number: 2017865-2024-71303. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the old right atrial (ra) lead exhibited high capture threshold and undersensing. The old ra lead was explanted and replaced with the new one on (b(6) 2024. However, on (B)(6) 2024, the new ra lead was explanted and replaced again with another new ra lead with unknown reason. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-71303. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the old right atrial (ra) lead exhibited high capture threshold and undersensing. The old ra lead was explanted and replaced with the new one on (B)(6)2024. However, on (B)(6) 2024, the new ra lead was explanted and replaced again with another new ra lead. The patient status was unknown.